Event description:
It was reported the patient was experiencing difficulty establishing communication between her scs ipg and charging system due to the ipg being tilted. Subsequently, the ipg was repositioned which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.